Manufacturer narrative:
(B)(4).

Event description:
It was reported after the lead was implanted, the lead measurements could not be tested. The lead was taken out and a new lead was implanted instead. No adverse consequences were detected.

Manufacturer narrative:
Analysis was normal. No anomaly was found.